Event description:
It was reported that balloon rupture occurred. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).